Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient¿s father reported a new sensor was inserted the evening of (B)(6) 2019 and it took 4-hours to warm up. The patient received a message ¿sensor error¿ then displayed ¿no readings¿. Prior to changing the sensor, the previous sensor continuous glucose monitor (cgm) displayed 100 mg/dl. During the 4-hour warm-up with the new sensor, the patient lost consciousness and emergency medical services (ems) was called. The patient¿s blood glucose (bg) per ems was 11 mg/dl; dextrose via intravenous (IV) therapy was administered and the bg increased. Once alert, the patient drank a protein shake with sugar, his bg increased and his cgm started reading. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.